Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 9275399, medical device expiration date: 2024-09-30, device manufacture date: 2019-10-02. Investigation summary: one sample was received. It came in sealed packaging blister. It has the barrel cracked from the flange towards the middle. It is about 3¿ long. Failure mode is verified. This would have occurred during the syringe assembly process. A jam likely occurred during the assembly process and the damages were not detected in the next process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: failure mode is verified. This is the 1st complaint for lot # 9275399 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: a jam could have occurred during the assembly process and the damages were not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that 2 bd luer-lok¿ tip syringes from an unspecified lot, and 1 syringe from lot# 9275399, were found cracked before use. This complaint was created to capture the 2nd of 5 related incidents. The following information was provided by the initial reporter: "we came across 2 additional cracked 30 ml syringes during IV compounding in the pharmacy, these were discarded. But in looking through the rest of our unopened syringes, we found another cracked 30 ml syringe."